Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 565 mg/dl). Bolus via pump and manual injections were administered to address bg. Cause of event was not known. As the customer was not experiencing elevated bg at the time of the report, recommendation was made for the customer to discuss the event with a healthcare provider.